Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 13-mar-2023. H.6. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received 19 18gx1.25in nexiva devices from lot number 2325434. Four of the units are used. Fifteen units are representative units. The representative units were tested for leakage and no leakage was observed. Of the four used units, blood residue was observed between the septum and the catheter adapter on two units. The septum in these two units appeared to be seated incorrectly, which likely occurred during the assembly process. During manufacturing this may occur if there is a misalignment or damage to the insertion station/vacuum probe. Furthermore a misorientation of the canister may also cause the septum to sit incorrectly on the device. Operators perform sampling per the quality plan. Per the quality control plan, leak testing and inspecting for damaged components are performed periodically during the manufacturing process to mitigate the occurrence of this defect. Preventative maintenance (pm¿s) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during the production of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system syringe connector port leaked blood during use. This occurred with 3 catheters. The following information was provided by the initial reporter: "the syringe connector port is leaking blood."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system syringe connector port leaked blood during use. This occurred with 3 catheters. The following information was provided by the initial reporter: "the syringe connector port is leaking blood."